Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. The 15mm x 4.50mm nc quantum apex¿ balloon catheter was used for dilation however the balloon ruptured at 6 atmospheres at an unknown number of inflation. The procedure was not completed because same device was not available. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion a failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery. The 15mm x 4.50mm nc quantum apex balloon catheter was used for dilation however the balloon ruptured at 6 atmospheres at an unknown number of inflation. The procedure was not completed because same device was not available. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received inside an nc quantum apex shelf box that matched the information on the device. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the distal edge of the proximal markerband. The balloon presented scratches in the balloon material below the pinhole, which may be related to the reported ¿severe calcification¿ in the target lesion. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).